Event description:
Event description guidant received information that daily measurements were not available from this device. Additionally, at the last follow-up the device was almost at elective replacement time, but it showed beginning of life at this follow-up.